Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. However, the pump passed the excessive no delivery test. No unexpected no delivery alarms noted. The pump was received with cracked reservoir tube and window and scratched display window. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms and prime anomaly from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that he changed his site and had problems with the pump. The customer stated that the alarm occurred during manual prime. The customer stated that the no delivery was recurring. The customer stated that the issue has not been resolved. The customer stated that he emptied numerous reservoirs. The customer stated that there are no numbers that showed up on the screen. The customer could not verify alarm history due to rewind loop.